Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt developed a red rash over her ipg site which subsequently spread over her back. The pt went to the emergency room and was prescribed an oral medrol pack and antihistamines; however, the rash continued to worsen. The pt contacted her physician, but the next course of action was undetermined. Follow-up information indicated the pt's rash resolved.